Manufacturer narrative:
(B)(4) (handle broken). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding performed on (B)(6), 2010. According to the complainant, during the procedure, they were able to deploy four bands however, after the fourth band was deployed they were unable to turn the handle and deploy the remainder of the bands. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the trip wire was properly cinched into the handle slot and was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread with 7 knots is intact and attached to the distal end of the trip wire. A functional check found that the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. The root cause could not be confirmed as there was no issue/malfunction found during product analysis. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding performed on (B)(6), 2010. According to the complainant, during the procedure, they were able to deploy four bands however, after the fourth band was deployed they were unable to turn the handle and deploy the remainder of the bands. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.